Event description:
Healthcare professional reported via device portal right side "capsular contracture baker grade unknown desires elective exchange of saline textured implants to silicone gel implants." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Lab analysis: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe. ¿ anxiety-product/procedure: unable to observe. As per the investigation procedure, creases were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a4, d1, d4, h9, h3, h4, h6.

Event description:
Healthcare professional reported via device portal right side "capsular contracture baker grade unknown desires elective exchange of saline textured implants to silicone gel implants." The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.